Event description:
It was reported, that this implantable cardioverter defibrillator (ICD) delivered four bursts of anti-tachycardia pacing (atp), and one shock. Due to atrial fibrillation (af) with rapid ventricular response (rvr), technical services (ts) suggested device reprogramming options. The device remains in service. No additional patient adverse effects were reported. Additional information received indicated, that patient received multiple inappropriate shocks. And therapy was exhausted. Therapy was delivered, due to atrial rate greater than ventricular rate. This occurred, due to some atrial beats being blanked. Upon ts review, it was noted, that there was right atrial undersensing. Ts recommended reprogramming options. This ICD device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1. Adverse event product problem, b2 outcomes attrib to adv event and h6 device codes.